Manufacturer narrative:
His report is being submitted to relay corrected data, additional information and device evaluation. Correction: in the previously submitted report, a summary investigation for bone loss was incorrectly included in the h11 additional manufacturer narrative. The corrected manufacturer narrative will reflect a fractured implant investigation. H6: patient coding was originally submitted as 2377 and 1994. The correct patient coding is 1994. H6 device coding was originally submitted as 2993. The correct device coding is 1260. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: patient code updated. H6: device code updated h6: type of investigation code was added: 10, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one the complaint device for evaluation. Visual inspection was performed. Fracture identified at the collar. Also fractured screw identified inside implant. Escalated. DHR review could not be performed since the lot number associated with the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: (B)(6) . A4: weight unknown / not provided. D4: lot number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) unknown / not provided. H4: device manufacture date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #45 was removed due to fracture. Symptoms as a result of the event: pain.